Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge 1 alarm. The customer's blood glucose (bg) level was 460 mg/dl and an insulin injection was administered to address the bg level. Another cartridge was successfully loaded and the alarm was resolved.